Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported mobile blood glucose results of 4.0 mmol/l, 8.9 mmol/l, 4.2 mmol/l, and a compact plus result of 5.1 mmol/l within 10 minutes. Reported no adverse event relative to discrepancy. No compact plus system information was reported. A request was made for the return of the meter and strips.